Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. Spouse reports therapy just seemed to stop and the patient started having issues again. The issues were a return of symptoms, loss/change of therapy, the patient peeing on themselves most of the time, and the patient only sometimes feels like they need to pee. "Caller stated patient was having same issues at prior to having ins replaced." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.